Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, a leak occurred. Multiple attempts were made to obtain information regarding what kind of leak was observed, but no further information is available. The procedure was completed successfully without patient complications. The device is expected to be returned.